Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 325 mg/dl after running out of insulin during a supply change; the user wore a cartridge and infusion set and confirmed drops in the tubing before resuming insulin delivery, and blood glucose later returned to target. Symptoms included no reported clinical symptoms. Outcomes included no reported medical intervention or hospitalization and resolution of hyperglycemia after insulin delivery resumed. Investigation included review of device report logs and troubleshooting of the infusion set and tubing with patient education. Investigation of this case revealed insulin unavailability as the likely cause of the hyperglycemia, with no device malfunction identified. It was concluded that the event was related to an interruption in insulin supply rather than a device failure, and the device functioned as intended after supplies were replaced and delivery resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.